Manufacturer narrative:
The reported issue was addressed with manual compression and the patient received a blood transfusion. The device was not returned for physical investigation. Conclusion: while the device was not returned for physical investigation. Hematoma is a complication which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade vcs. Additional pressure was successfully applied post procedure to reduce a hematoma.

Event description:
The vascade device was selected for closure and inserted into the sheath. The disc was deployed, temporary hemostasis was achieved and the sheath was removed. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off the wire and final hemostasis was achieved. The patient was brought to recovery and a hematoma was observed to be developing and pressure was applied. Protamine was given and the patient became hypotensive. The patient's hemoglobin and hematocrit had dropped due to the bleed so on arrival to the cath lab, blood was administered. The patient stabilized. An angio was taken of the right groin stick site via the left common femoral artery. The bleed was not visible with contrast or co2. It was concluded that the leak had stopped and she was discharged over the weekend.